Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a procedure, it was noted that the right atrial lead exhibited loss of capture. The physician noted the lead was dislodged. The lead was explanted and replaced. The patient did not experience any issues during or post procedure.